Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.

Event description:
Doctor reported a bad connection with the driver, the implant remained engaged and could not be placed. A 15mm high implant had to be placed in order to complete the procedure. Tooth location 13.